Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call power error. The customer¿s blood glucose was 126 mg/dl. The customer stated that the internal power source in the pump is unable to charge. Customer has not previously called to report power error detected. Customer reported that power error detected recur within a week of troubleshoot previous occurrence. The customer was advised and explained the troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with operational currents within specification and passed self test and displacement test. Device trace download analysis confirmed the power error. The power management tool confirmed power error was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly.